Event description:
It was reported, during the implant procedure, the lead dislodged twice. Consequently, this lead was removed and replaced with a same brand lead without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed that the helix electrode would consistently extend within six turns and retract within five turns. Helix, fully extended, measured .075 within specification. Primary analysis findings: no anomalies found, lead functionally normal.